Manufacturer narrative:
Additional narrative: corrected data: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed successfully with a delay of approximately 15 minutes to put the screws in. Patient status was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the tibia on (B)(6) 2018, two locking screws self taping with stardrive recess did not engage in the screwdriver. It was noted the screws were forced onto the screwdriver and after that the self-retaining feature did not engage. The surgeon was able to hold the screw in one hand and the screwdriver in the other and implant the screws. The screws were implanted after several unsuccessful attempts to self-retain the screw. Several additional screws were implanted after the incident with the same screwdriver with no issue. There was a ten (10) minute surgical delay. The procedure was successfully completed with the complained parts and no back up devices were used. Patient outcome was good.

Manufacturer narrative:
Patient weight not available for reporting. Additional product code: ktt. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the tibia on (B)(6) 2018, two (2) locking screws self taping with stardrive recess did not engage in the screwdriver. The procedure was successfully completed with a delay of approximately 10 minutes. The complained device was used to complete the procedure. Patient outcome was good. Concomitant device reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.5mm locking screw. This is report 1 of 2 for (B)(4).